Event description:
The customer reported that while the unit was in use on a pt, the unit generated a system failure along with error codes 54 (atm transducer calibration failure) and 55 (sync failure entering system config mode). The pt was switched to another unit and therapy was continued. No pt injury was reported.